Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin (1gm, discontinued, route and frequency were not reported) and fortum (1gm, discontinued, route and frequency were not reported) for peritonitis. Four days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. No additional information is available.